Manufacturer narrative:
One (1) used (B)(4) 2-fach verbinder mit 0,2m+ filter was received for evaluation. The reported product problem for leakage was confirmed. The leakage occurred at one of the bonded connections between the female luer adapters and the check valve male luers . The probable cause was that the connection was not bonded together (engaged) all the way onto the tapers due to an error in the manual bonding process during manufacturing in ensenada. A DHR lot#3526773 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received. Testing and investigation is not complete.

Event description:
The customer reported leakage between the backcheck valve and luer connector after the device was in use for one day for catecholamine therapy. There was patient involvement, no adverse event, no human harmed, and no delay in critical therapy. No additional information was provided.